Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd an occlusion alarm during bolus delivery. The customer's blood glucose level was 120 mg/dl. The customer changed the site and resumed insulin delivery. As the customer was not currently receiving an active occlusion alarm, tandem technical support did not perform a sys check. The customer indicated that the infusion site would be rotated.